Event description:
A health care provider reported via a manufacturing representative that the patient had a loss of therapy and pain and impedances were measured to be greater than 10,000 ohms. The patient had no falls or trauma. The patient¿s lead was replaced and the issue was resolved. The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Analysis of the lead found that all conductors were broken 18.5 cm from the distal end. The braid was partially broken and protruding through the outer insulation 18.5 cm from the distal end. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, product type: lead. (B)(4).